Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the skin. On (b)(6 2025, it was reported that the patient's sensor failed. The parent only mentioned that the patient experienced seizure and passed out while in school because of hypoglycemia. The patient was taken to the emergency room (ER). The parent declined to provide details of the event. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.